Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was received clean. There was scarce amount of debris found on the lens. The optic zone and haptics were in acceptable condition. The lens diopter power was remeasured and power difference does not explain the refractive error the surgeon reported. The reported complaint was not verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu specifically states that prior to implanting, the lens package should be examined for iol type, power, proper configuration and expiration date. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from the patient's eye due to post op refraction. The patient ended up with a +1.75 refractive error. The surgeon used ora, (occular response analyzer) for interoperative biometry, which is very accurate. The lens was replaced with the same model, a diopter 18.5, a .5 larger diopter, achieving better results, again using ora for recommended diopter. The doctor reportedly believes the lens may be potentially mismarked and has requested an investigation. No further information was provided.